Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument 217870000 was purchased by account in january 2018 and used only 10-12 times. Very small screws are backing out of the instrument and are lost. Tension window adjustment does not rotate any longer. This is their 4th tensioner and the other 3 have lasted over 10-15 years. Their new one falls apart in 3 months. Product needs to be replaced or repaired. No surgical delay.